Event description:
Reference number (B)(4). Event occurred in germany. On 04-july-2024, it was reported by the patient that he receive an alarm. In troubleshooting blockage was found at the site. No further information was available.